Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The patient has reportedly resumed use of the device and is hearing well. This is the final report.

Event description:
The patient's internal magnet reportedly migrated. Surgery to reposition the internal magnet was performed. The patient has reportedly resumed use of the device.